Event description:
Prior to the deployment of the zenith main body graft, the renal arteries were visualized. Device was thought to be below the lowest renal artery. Pt's act level registered approximately 260. Post angiogram performed noted the right renal artery was partially occluded. Renal orifice was located in a stenotic area and appeared to be covered by approximately one millimater of proximal graft material. In addition, it was believed that some thrombus may have been forced upward when placing the graft. Unable to gain access to the renal artery from the groin, the initial access site was closed. Access to the renal was gained via a left brachial approach. Catheter was advanced to the orifice and two stents were deployed to maintain patency. Final angiogram noted good flow into both renal arteries. Procedure was concluded.